Event description:
The physician reported that a patient's mother is concerned that the vns battery is near end of service. The patient's mother told the physician the patient has had an increase in seizure frequency. No other relevant information has been received to date.